Manufacturer narrative:
(B)(6). The device was manufactured december 12, 2016 ¿ december 13, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photographs revealed evidence of multiple air bubbles inside the tubing line which could cause a no flow event. The reported condition was verified. The cause of the air bubbles was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a folfusor device would not prime. The folfusor would not prime through the regulator after approximately 15 minutes and there were multiple bubbles throughout the line. Force priming was attempted which did not create flow. The device was filled with an unspecified amount of a cytotoxic solution. There was no patient involvement. No additional information is available.